Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 52 mg/dl (aviva) and 257 mg/dl (doctor's meter). No adverse event reported. Return of the suspect device was requested for evaluation.